Event description:
It was reported that the pacemaker exhibited possible loss of capture resulting in heartrates of thirty beats-per-minute. Technical services (ts) was contacted, and ts noted increased right ventricular (rv) thresholds but could not confirm capture on the presenting electrogram (egm). The pacemaker system remains in service. No adverse patient effects were reported.